Event description:
End user reports uti diagnosed shortly after use. Consumer is not new to this product, has been using it for a long time and it has always worked well for him. He caths typically 2-3 times a day recently switched to 4 times day for retention. He has history of a bladder diverticulum and one non-functioning kidney. He had surgery to remove both in the past. He said his urine began to be malodorous and he didn't feel good and had a low-grade fever so he went to urgent care and they did urine testing and his urine culture grew out klebsiella. He said he has had this bacteria before in the past but he has not had a uti in long while. He was prescribed keflex as well as a probiotic to help with constipation and this has helped him, feeling better now.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.